Manufacturer narrative:
Product event summary - the full lead was returned and analyzed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 697258 lead, implanted: (B)(6) 1981. (B)(4).

Event description:
It was reported that intermittent noise with arm movements was noted on the right ventricular lead at a follow up visit. It was unsure whether the noise was caused by the lead or the adaptor. The lead was cut and capped and the adaptor was removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.